Event description:
On (B)(6) 2012, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on (B)(6) 2012 at 1pm. As part of the patient's diabetes regimen, the reporter claimed the patient is on an insulin pump; however at the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. It was noted by the cca, that ½ hour after the alleged issue began, the patient developed symptoms of diarrhea; however, the reporter claimed that the patient denied seeking any form of medical treatment. At the time of troubleshooting, the reporter informed the cca noted the patient was not a 1st time user of the subject meter and there was no misused of the meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptom does not meet lfs's criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Serial #) information was not provided.